Event description:
It was reported by the customer that the device will not power on. It was also noted that the charge pak, low power and service icons were displayed. The reported problem was found during routine device inspection/testing. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.